Event description:
Healthcare professional reported right side rupture. Additionally healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on anterior, crease fold, and red particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified opening crease sharp, wear abrasion, and non-penetrating nicks. Based on the device analysis the final assessment was broken sharp crease on anterior due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Additionally healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.